Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), a blank display. The customer reported no adverse events. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported a blank display. Battery cap contacts and battery compartments and/or springs are not damaged. The display did not return after inserting a new battery. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer response was the device would be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with blank display. P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After multiple battery replacement unit persisted on blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump software due to blank display. Proceed it by cutting unit open and perform visual inspection on the connectors and electronic assembly. Battery tube connector plugged in properly to j7/pcba 1 and no moisture damage on the electronics assembly. During visual inspection under microscope a crack was found on the u6 chip causing the blank display. It was determined the cause of the blank display was pcba2. Isolate to pcba2. Unit was received with cracked keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (faded) and scratched case. In conclusion, customer concern with blank display was confirmed due to a cracked on u6 chip. Cosmetic damage was confirmed during visual inspection when cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.